Event description:
The reporter indicated the surgeon implanted a 12.omm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. Angle closure, significant reduction of ica and pupillary block with elevated iop was noted. The lens was explanted on (B)(6) 2014.

Manufacturer narrative:
Method: work order search, medical review. Results: a lens work order search was performed and there were no similar complaints found within the work order. Medical rev iew - acute pupillary block/angle closure with elevated iop in the presence of high vault early after icl implantation may occur due to: non patient/functioning iridectomies (too small, too peripheral and/or not fully permeable, blocked by visco), remaining viscoelastic in the posterior chamber, oversized icl with angle closure, too narrow angles/crowded ac due to small eye anatomy preoperatively, unexpected abnormal anatomy or tissue abnormalities (presence of iris/ciliary body cysts), mal-positioned footplates, ect. According to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition, (poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuchs dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the most probable cause of the event was inadequate vault to a long lens. (B)(4).

Manufacturer narrative:
(B)(4).